Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was leaking and not re-priming. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded. Per the field svc rep (fsr), the unit was left on for an extended period of time. From friday afternoon until sunday night. During the repair, the fsr noted that the spindle burnt a hole in the impeller housing.